Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following a hip arthroplasty for an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a revision procedure due to dislocation.